Event description:
Exploration and removal of port reservoir in surgery. Port reservoir was removed and approximately 2 1/2 inches of tubing. The remainder of the tubing stayed in the subcavian vessel.